Event description:
A vaxcel pasv PICC that had been therapeutic placed in a pt was unable to be withdrawn at the conclusion of treatment. The complainant was unable to report how long the device had been implanted in the pt. The pt was then taken to surgery where the device was successfully removed. The complainant indicated that the problem was as a result of thrombus having formed preventing the line from being easily removed. Other than a scar on the pt's arm there was no indication of any adverse affects on the pt as a result of the reported problem.